Event description:
It was reported during set up the video system center had no image. No patient involvement and no harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.